Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump would not come on. The customer was in the hospital for 9 days due to congestive heart failure and was not using the insulin pump during that time. The insulin pump had alarmed for battery out limit after a battery change. The blood glucose reading was 450 mg/dl when the customer left the hospital. The customer was assisted in clearing the alarm and was advised to insert a new battery and restart the insulin pump.